Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen/pelvis revealed the filter was within the infrarenal ivc. Extensive collaterals were seen about the abdomen which was likely secondary to the distal occlusion of the ivc.

Event description:
On (B)(6) 2010 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen/pelvis revealed the filter was within the infrarenal ivc. Extensive collaterals were seen about the abdomen which was likely secondary to the distal occlusion of the ivc.